Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Reportedly, customer loaded a new cartridge onto the pump and resumed insulin delivery. Additionally, it was reported that the pump touch screen was delayed in responding to presses. At the time of the report with tandem technical support the touch screen was functioning as intended and customer declined further troubleshooting with tandem technical support. Customer's blood glucose level was 160 mg/dl.